Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there are white lines on the monitor. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. The unit was received without a battery installed. The device was able to power on under ac power and white lines were observed on the screen. The device was able to obtain readings and alarmed visibly and audibly under simulated alarm conditions. The lcd module was replaced and the device functioned as designed.